Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump housing was damaged and corroded. As a result, the customer experienced difficulty loading the cartridge on the pump. Customer's blood glucose level ranged from 250 mg/dl to 300 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.